Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02470.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component; p/n: 00599601652, l/n: 63617932; stemmed non-augmentable tibial component; p/n: 00598605701, l/n: 63639772; articular surface; p/n: 00596405110, l/n: 62794320; all poly patella; p/n: 00597206538, l/n: 63659492. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00044. Remains implanted.

Event description:
It was reported a patient is experiencing loosening, locking up and drop foot approximately one year post-implantation. Attempts have been made and no additional information is available.